Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient had an implantable neurostimulator (ins) placed on (B)(6) 2017 with a new lead contralaterally placed. Since then, the patient had developed a 2cm area of cellulitis on the left side of the incision, and the area was warm to the touch. It was indicated that the patient was being treated with bactrin, but an infection was not confirmed. The hcp would continue to monitor the patient for the next several days. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.